Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc for evaluation. The sample contained obvious signs of use in the form of biological material and a box clamp was on the catheter. The catheter body also appeared to be cut short. Visual examination of the sample confirmed that the distal extension line was separated directly adjacent to the luer hub. Microscopic examination revealed that a portion of the extension line was still inside the luer hub. Additionally, the point of separation appeared jagged and rough edges, which is consistent with damage seen when undue force is applied to the line. The overall length of the catheter body measured 192mm which is not within specification of 310-330mm per product drawing. The catheter appeared to be cut short during the procedure. The outer diameter of the distal extension line measured 2.23mm which is within specification of 2.10-2.30mm per product drawing. The inner diameter of the distal extension line measured 1.47mm which is within specification 1.42-1.50mm per product drawing. A manual tug test confirmed that the proximal and medial extension lines were fully secured within the luer hubs. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the extension line. The point of separation appeared rough and jagged, indicating that undue force was applied to the extension line. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional user error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the luer-lock connection (brown head) fell off after several days of use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the luer-lock connection (brown head) fell off after several days of use.